Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. The software support team investigated and confirmed via database logs that the user successfully paired their care partner account to the patient account without encountering any problems from a new account. The helpline was asked to verify if the issue was still ongoing, as there was no indication of an issue within carelink or the database logs. Following a comprehensive investigation, the software support team concluded that the issue was resolved based on the database logs and csr records. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). (Most likely) root cause: most likely due to user error, as user was able to pair eventually. Analysis summary: the investigation concluded that the issue likely arose from user error, as evidenced by the user's eventual success in completing the pairing process. We are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Esf number: afc code: fb35af other device setting issue software requirement document number: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7333.